Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump had two fatal pump errors. Specific details were not provided. The customer declined to provide additional information regarding the issue as the pump is out of warranty.